Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the pharmacist, who questioned it. The sample was repeated on the same instrument, resulting higher than the initial result but not as expected. The customer obtained a different tube from the same sample draw and tested it on the same instrument, resulting higher than the initial and the first repeat results. The corrected result was reported to the pharmacist. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated the discordant results were specific to one patient sample. The customer believed that the sample from the green top tube was contaminated. The customer ran quality controls and precision testing in replicates of five, which were within acceptable ranges. The cause of discordant, falsely low vancomycin results on one patient sample was related to the sample issue. The instrument is performing according to specifications. No further evaluation of the device is required.